Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bad reaction like a pimple and increased into a puffy pimple reaction, a lot of pus came out, minor infection, red lumps, inflammation, painful, itchy, raised, tight feeling, granuloma, lumpiness and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Patient reported having been injected with juvéderm voluma with lidocaine in the marionette lines and lower nasolabial folds and juvéderm volift with lidocaine in the marionette lines as an overlay. Patient was fine and three weeks later, the patient came in for a review and had another injection with juvéderm volift with lidocaine to the lower nasolabial fold due to a slight depression in the area. Five days later, the patient developed a bad reaction to the filler which consisted of what started out like a pimple and increased into a puffy pimple reaction that a lot of pus came out from. Symptoms were initially noted to be a minor infection at the injection site related to the patient applying make-up shortly after the injection. There were pussy little pimples that grew and grew, red lumps and inflammation. The patient's symptoms were further described as quite painful, itchy, raised and a tight feeling. Patient had taken antibiotics and nothing had helped resolved the issue. The patient had seen different doctors in their hometown. About 2 months after onset, the patient tried dissolving the product with hyalase but it did not help. The healthcare professional had treated the areas around the lumpy area and not in the middle of it. Patient continued to have lumpiness and redness around the area and towards the mouth. Patient also noted having been in and out of the hospital while the injecting healthcare professional was not at all helpful. Patient had been treated with ibilex, staphylex, cefazolin IV which reduced it quite well, augmentin duo forte and is currently taking amoxicillin and clavulanic acid. Healthcare professional added that the patient had also finally returned to the injecting clinic for a review and was referred to a dermatologist. The dermatologist said it was a granuloma and treated the patient with a steroid injection and commenced the patient on akamin. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2019-00153 (allergan complaint # (B)(4)) and MDR ID #3005113652-2019-00154 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.

Event description:
Additional information: it was the healthcare professional from the hospital that was not at all helpful. It has been clarified that the hyalase treatment was provided by a healthcare professional and not the patient. Symptoms have much improved, but is still in the care of the dermatologist.